Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
It was reported that the device received error code 13.1033.149 on a syringe device. No patient involvement was noted.

Event description:
It was reported that the device received error code 13.1033.149 on a syringe device. This code is a software fault that the software needs to be reflashed on the device. No patient involvement was noted.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 13.1033.149 on 8110 unit. Technical support - tech has error code 13.1033.149 on syringe unit, which is a software fault will need to reflash software on unit. Walk tech through steps to make sure no error comes up on syringe again. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - tech has error code 13.1033.149 on syringe unit, which is a software fault will need to reflash software on unit. The customer reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced. H3 : no product returned.